Event description:
It was reported that the inner tip/sleeve broke off during screw insertion. The tip was retained within the driver and did not fall into the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): macroscopic examination of instrument confirmed the inner shaft is broken off. No cracking, fracture, breakage or excessive wear noted on sleeve. Microscopic examination of fracture surface revealed a fairly flat fracture surface, with no indication of torsion or fatigue. River lines suggest possible bend stress overload as the mechanism of failure. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.